Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) and pacing inhibition. The patient did not experience asystole as a result. The root cause was not determined. An invasive procedure was performed. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, markings on the outer insulation indicating likely location of the suture sleeve and an anomaly was noted in the outer coil 20 centimeters (cm) from the is-1 end in the general location of the subclavian region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break 20 cm from the is-1 end.